Event description:
Bone loss is reported. Customer reported patient with loss of buccal bone and 5-6 threads showing on buccal. Unable to utilize for locators for overdenture, implant was removed. The site was grafted with xenograft together with original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0002023141 - 2023 - 00839. Patient weight is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.